Event description:
Allegedly, the customer has a box of the recalled u-kits.

Manufacturer narrative:
The unit related to this report is not required as it is associated with a recall and the issue is known. Two fibers from the in-house stock were investigated and one fiber was found non-conforming. The root cause was identified as dulling of the knives used to cut/score the fibers which resulted in shallow scored and therefore not enough illumination along the scored section of the fibers. Our records indicate that acknowledgement of the recall was received on 06-oct-2008 from (B)(6) hospital.